Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
The lead was returned with no reported event. As received, only the connector portion of the lead was returned in one piece. Visual examination of the lead portion found an external insulation abrasion breaching the superior vena cava cable lumen with no damage noted to the etfe cable coating caused by friction to the device can.